Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal total hip arthroplasty on (B)(6) 2001 with m2a components. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent revision procedures on (B)(6) 2007, (B)(6) 2007, (B)(6) 2070, (B)(6) 2008 and (B)(6) 2008. A review of invoice history confirmed the initial surgery date; however, it indicates that a metal-on-metal hip was not implanted in the patient initially. Review of invoice history could not confirm the revision procedures or which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal total hip arthroplasty on (B)(6) 2001 with m2a components. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent revision procedures on (B)(6) 2007, and (B)(6) 2008. A review of invoice history confirmed the initial surgery date; however, it indicates that a metal-on-metal hip was not implanted in the patient initially. Review of invoice history could not confirm the revision procedures or which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical record confirms that a metal-on-metal head was implanted on (B)(6) 2001. Patient operative notes indicate the head was removed (B)(6) 2007 due to infection and replaced with antibiotic spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.